Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to create a percutaneous access channel into the vertebral body during a kyphoplasty procedure, the device detached when trying to remove it from the patient's spine. The procedure was successfully completed, and the foreign body remained within the patient. An additional surgical procedure may be necessary to remove the foreign body. No additional consequences to report.